Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) medical center. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-479 an unspecified number of patient isolates had a false positive result. The user stated that a confirmatory disk test was performed. No health impact or consequence reported.